Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump may have been pressed against body due to wearing in bra. Customer's blood glucose was 128 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, stained end cap sticker and cracked battery tube thread noted.